Event description:
It was reported that a patient, initial knee implanted on (B)(6) 2007, underwent a revision procedure on (B)(6) 2022, approximately 5 years 2 months post the initial implant procedure for poly wear. No further information reported.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After an additional review of information received, the following sections, have been updated for correction accordingly: b5 - implant/explant dates orginally state incorrectly.

Event description:
Initial knee implanted on (B)(6) 2016, underwent a revision procedure on (B)(6) 2021.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear. A contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the device was not available for evaluation and pre-revision radiographs/images were not provided.